Event description:
It was reported this right ventricular (rv) lead showed high pacing impedances for which the lead was attempted to be explanted. During the explant procedure, the rv lead fractured, and the lead body was damaged. The extraction procedure was more complex. A part of the rv lead was not able to be explanted. The extracted part of the rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this right ventricular (rv) lead showed high pacing impedances for which the lead was attempted to be explanted. During the explant procedure, the rv lead fractured, and the lead body was damaged. The extraction procedure was more complex. A part of the rv lead was not able to be explanted. The extracted part of the rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead was observed to be severed at approximately 380 mm from the terminal end. Only the proximal segment was returned. Visual observation detected three fractures/breaks observed at approx. 570, 580, and 590 mm from the terminal end. All the observed damage on the lead appears to be induced damage during explant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this right ventricular (rv) lead showed high pacing impedances for which the lead was attempted to be explanted. During the explant procedure, the rv lead fractured, and the lead body was damaged. The extraction procedure was more complex. A part of the rv lead was not able to be explanted. The extracted part of the rv lead has been returned for analysis. No additional adverse patient effects were reported.